Event description:
It was reported that caller experienced cgm error and needed help restarting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not see cgm error again after reset, and successfully started sensor session, with no additional actions documented.